Manufacturer narrative:
Patient weight is unknown. Date of event is estimated.

Event description:
It was reported the patient's programmer displayed the message "generator unavailable, make sure the generator is in range". It was also reported that the patient underwent many unrelated procedures and had not placed the ipg into surgery mode. Company manufacturer met with patient and was unable to connect after several attempts. In turn, surgical intervention may take place to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.